Event description:
The MFR's rep reported that, the pt had orthopedic rods placed and infection set in within a few days and the pump system had to be removed. Specific symptoms were not reported. A f/u report will be sent if add'l info becomes available.